Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the e-100 displayed a solid red power status led indicating no instrument connected. Intuitive surgical, inc. (Is) technical support engineer (tse) reviewed the logs, however, did not find any errors pointing to the issue. Prior to contacting tse, the caller (isi clinical sales representative) power cycled the e-100 and checked the communication cable. Tse instructed csr to perform power system and also remove the power cable of the e-100. However, after doing so, the issue persisted. The procedure was completed using the erbe generator in the vision side cart (vsc). There was no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain patient related details. Reporter however, could not provide the information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 generator to mitigate the reported error messages.. The system was tested and verified as ready for use. Isi has not received the e-100 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the low anterior resection procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to the erbe generator (another electrosurgical unit) after the start of the procedure due to the e-100 generator not functioning properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the e-100 generator associated with this complaint and completed investigations. Failure analysis investigations replicated the reported failure. When the e-100 generator was install into the test system, the power led turned red and bipolar led was not turned on; the unit could not cut/seal.

Event description:
Refer to h10/h11 for follow-up information.